Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that on self test the system displayed " unable to connect to ups." The battery and main cart ups were replaced. The system then passed the system checkout and was found to be fully functional. The battery 9735773 48v s8 svc (1751) was returned for analysis. Analysis found that upon return, the battery measured 51.93v. The returned battery was connected to a main cart test system and allowed ample time to receive a full charge. Once disconnected from ac, the system powered off after eleven and a half minutes. No fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that the system powered off during surgery. The site stated that the system was plugged into a functioning outlet. It was noted that the system was able to be powered up to complete the case with no other issues. There was a less than hour surgical delay and no impact on patient outcome.

Manufacturer narrative:
D11: ups 9735787 main cart s8 svc, lot 18040268 h3/h6: the uninterruptible power supply (ups) was returned to the manufacturer for analysis. It was reported that there was no failure found with this component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.